Event description:
It was reported that the patient implanted with this right ventricular (rv) lead and pacemaker was admitted to the hospital due to weeping from the wound at the device implant location. Surgical intervention was undertaken. During the procedure, the physician discovered the device pocket to be infected. The device was explanted, the wound was cleaned, and antibiotic treatment was administered to the patient. A new pacemaker was successfully implanted and this chronic right ventricular (rv) lead was connected to the replacement device and remains implanted and in service. No additional adverse patient effects were reported.